Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. Product identification and expiration date - unknown. Date implanted - unknown; manufacture date ¿ unknown.

Event description:
It was reported that patient enrolled in a clinical study underwent a right total knee arthroplasty on an unknown date. Subsequently, patient underwent debridement of the right knee on (B)(6) 2012 due to infection and patient was implanted with antibiotic spacer. Subsequently, patient underwent a closed reduction on the right knee due to dislocation of the articulating spacer on (B)(6) 2012.